Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the review of the black box data showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime occurrences. A force sensor calibration check was performed and passed. Unrelated to the original complaint, the bolus button was inoperable and was unable to be tested. No physical damage was noted to the bolus button cover. However, upon removal of the cover, a slug was found to be missing. In addition, the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.